Manufacturer narrative:
The wound infection sustained after removal of the fetal scalp electrode was treated with antibiotics without further incident. As the fetal scalp electrode was not returned for analysis the cause of the reported issue could not be determined. The complaint will be tracked an trended.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that a wound infection occurred after removal of the fetal scalp electrode. Medical intervention via the administration of antibiotics was required to treat the infection.